Event description:
It was reported that during a surgical procedure, the tip of the device had caused an unintentional dural opening, no product malfunction was reported with the device. It was further reported that the event caused an unknown delay. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the tip of the device had caused an unintentional dural opening, no product malfunction was reported with the device. It was further reported that the event caused an unknown delay. It was also reported that the procedure was completed successfully.